Event description:
It was reported that the ens (external neurostimulator) was "taped together like it was from a garage sale and it was a piece of junk." It was stated that there was a shocking or jolting sensation. The screener had stopped working and then it shocked the patient. It was also reported that the patient was upset at the quality of the ens. Two and a half weeks later it was reported that the cause of the event was patient programmer. It was also noted that the event was attributed to the lead and the programmer. It was stated that the patient had complained of intermittent shocking type jolts from lead into leg. It was reported that the patient had refused assessment. New programmer had been sent to the patient as an intervention. The reported information reasonably suggested that by "programmer" the reporter referred to the ens.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, product type lead; product ID neu_unknown_lead, product type lead. (B)(4).